Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the hospital with no permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy.